Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 31 cm distal to the is-1 connector pin. Two fragments were received for analysis and visually and electrically analyzed. The analysis revealed multiple abrasion marks along the lead body. In particular, approx. 27 cm proximal to the lead tip the lead body was found squeezed and deformed. In this region the insulation and the coating of the conductor cables to the ring electrodes was damaged. The conductor cable to the shock coil was found fractured. These findings can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation and deformations of the shock coil were detected which most likely occurred during the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 58 months, a lead impedance < 200 ohm was reported.